Event description:
It was reported that routine check before use, the system98 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.